Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (gablofen) 2 75mcg/ml at 65.92mcg/day, morphine 5mg/ml at 1.985mg/day via an implantable pump. The indications for use were other chronic/intract pain (trunk/limbs) and spinal pain. The patient's diagnosis were multiple system atrophy (hcc) - lumbar radicular pain and lumbar spondylosis with myelopathy. It was reported that the patient was seen (B)(6) 2015 and was set up to reduce the amount of intrathecal meds and begin oral meds for itp revision in one week on (B)(6) 2015. The patient experienced swelling at back incision site and also noted a decrease in efficacy of therapy. The patient was seen in clinic regarding the swelling and complaints of increased pain. The pain was located in the right low back and radiated to knee. The patient was then scheduled for surgery to explore site of swelling and troubleshoot possible catheter issue. No diagnostic/troubleshooting was done prior to surgery. During the surgical procedure the spinal segment of catheter was found to be out of the intrathecal space, the catheter was removed and replaced with an 8782 spinal segment. The new spinal segment was then connected to the existing catheter. The catheter access port was accessed and 1cc of clear fluid was easily returned from the access port to confirm intrathecal placement. The issue was reported to be resolved at the time of the report. The patient status at the time of the report was noted as alive, no injury. On 12-22-2015 it was further reported that the etiology of the event was related to the device or therapy, possibly related to the implant procedure , the device, catheter, the intrathecal/spinal portion. The device diagnosiswas catheter leakage. The clinical diagnosis was lumbar radicular pain. The outcome was reported as ongoing.

Event description:
Additional information received reported that the outcome resolved without sequelae (B)(6) 2016.

Event description:
Additional information received reported that no exact cause of the catheter leakage was given.